Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted.  Therefore, this evaluation will be closed.  This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported the skin barrier had sharp sections. The end user provided photographs of the product and stated that the photograph shows how the convex ring has the ability to move and either cause an abrasion or actual cut in the flesh when bending, climbing stairs, etc. Per additional information received "the convex ring actually cut his flesh that became infected and abscessed. It was like skin ulcer to start." End user states his sons are both physicians and have been overlooking his recovery. No information was provided as to type of medical treatment was provided if any, or any confirmation of abscess.